Event description:
This is 1 of 2 reports for complaint #(B)(4).

Event description:
During a hindfoot arthrodesis procedure the ria head broke into small shards and the ria shaft broke at the head attachment point, while drilling into the tibial talar joint. Each metal shard was removed intraoperatively. A replacement reamer was used to complete the procedure. Post operative x-rays revealed no foreign bodies remained in the operative site. The procedure was delayed by 30 minutes. This is 1 of 2 reports submitted.

Manufacturer narrative:
This device is used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing. The investigation revealed the helix located above the hex is worn down from use. A design change was made to improve the strength in the material. Design testing verification showed an improvement in the strength in the material. The risk analysis adequately addresses this complaint condition. A review of device history records showed that the device conformed to all requirements.

Manufacturer narrative:
Upon further review, it was determined that this complaint is an adverse event and not a product problem as previously reported. The type of reportable event was corrected from malfunction to serious injury.